Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced general discomfort due to bradycardia. It was also reported that the right atrial (ra) lead exhibited high and unstable thresholds, a possible fracture and high impedance with impedance trends showing a sudden and rising increase. The lead was capped and replaced. No further patient complications have been reported as a result of this event.